Manufacturer narrative:
Device not returned.

Event description:
One dr communicate today that a patient has a reaction after to be infiltrated with monovisc in the knee, the patient react was full of skin rashes and was treat urgently with adrenaline and antihistamines, patient is ok but we want to know the protocol to follow and if you detected other reactions similar and what is the causes to inform the doctor and our technical department.